Manufacturer narrative:
Covidien reference number: (B)(4).

Event description:
It was reported that the endotracheal tube (ett) had a cuff failure. The cuff was found to leak during pre-test. There was no patient involvement.